Event description:
Physician reported right side deflation. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/11/2024.

Event description:
Physician reported right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on july 02, 2024, with lot number 1342535. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: not observed openings on the device. As per the investigation procedure, creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.